Event description:
(B)(6) of 2006 I was implanted with the mentor smooth moderate profile saline breast implants. About two and a half years later started developing "me" symptoms as the years have gone on they have progressed brain fog, memory loss, extreme inflammation, exercise intolerance, extreme fatigue, dizziness, fainting, muscle weakness, nausea, decreased mental stamina, difficulty following instructions, metal taste, copd, scarring of the lungs, difficulty swallowing, vertigo, constant throat clearing, electrical shock throughout my body, positive ana with mixed connective tissue and autoimmune symptoms of ms, anxiety, depression, panic attacks, fibromyalgia, numbness in the hands and feet, coldness of the hands and feet, discomfort in my chest, slow muscle recovery, heart palpitations, all over body pain and joint pain, dehydration, frequent fungal bacterial and viral infections, "are" ringing, migraines, unexplained fevers, night sweats, cold and heat intolerance, acid reflux pots syndrome, ibs slow-healing, cough, difficulty swallowing. Im currently trying to get these explanted from my body, however I have been disabled since (B)(6) I am now (B)(6). I am now only covered through (B)(6) and (B)(6) to finding a surgeon to do the explant. It has been difficult as now. I live on (B)(6) a month. (B)(4).